Event description:
Fractured aicd lead removed with laser. Cpi received info that this transvenous defibrillation lead was explanted and replaced due to a lead fracture. The physician reports that the lead was severed by contact with a screw used to fixate a plate attached to the pt's clavicle. The plate was inserted several years ago to repair a bone fracture. Low pacing impedance (100-200 ohms) was noted during the most recent device check, and the fracture was diagnosed by fluoroscopy prior to explanting the lead. Impedance had been normal at the previous visit four mos earlier, and the pt did not experience any symptoms.